Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. A cartridge change was performed after the first occlusion alarm and an additional occlusion alarm occurred. The customer's blood glucose level was not impacted. Reportedly, the customer wears the pump against their skin leading to a possible abrupt temperature change to the pump. Tandem technical support shipped the customer a case for the pump to prevent temperature changes.